Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had a dull needle and was missing the clamp on the extension tubing during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "20g nexiva IV catheters are missing clamps on extension set tubing. Additionally, I had heard previously about a batch of 20g IV's that were reported as dull."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for inspection but a photo was available for evaluation. A review of the device history record was performed for the reported lot, 9056979, and no quality issues were found during production. Our quality engineer reviewed the provided photos and no physical/mechanical damage was seen in the photos. There was not enough evidence in the photo to determine the sharpness of the unit. Based off the provided photo the engineer was unable to verify the reported defect. Since there was not enough evidence to verify the reported defect a definitive root cause could not be determined.

Manufacturer narrative:
This complaint is not reportable. A needle point that is dull or blunt will not likely affect the intended use of the device. May result in discomfort to the patient or minor tissue injury but will not lead to serious injury. The information in this complaint is a duplicate of 1710034-2019-00690. As a result 1710034-2019-00677 is null and void as all relevant information has been captured in 1710034-2019-00690.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had a dull needle and was missing the clamp on the extension tubing during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "20g nexiva IV catheters are missing clamps on extension set tubing. Additionally, I had heard previously about a batch of 20g IV's that were reported as dull."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had a dull needle and was missing the clamp on the extension tubing during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "20g nexiva IV catheters are missing clamps on extension set tubing. Additionally, I had heard previously about a batch of 20g IV's that were reported as dull."